Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 500 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated they received an automated delivery restriction message, and their bg level was high. The pod was removed from their leg, and the cannula was found to be bent. The reporter also noted leaking, and the pod site displayed redness. As treatment a new pod was applied.